Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during basal, causing high blood glucose. Customer has changed out reservoirs and sets, but has not resolved the issues. The customer's blood glucose was unknown. Customer has declined troubleshooting. The customer will continue monitoring the device. The customer was advised the device will be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No excessive no delivery alarms were noted. The pump had minor scratches on the display window and cracked battery tube threads.